Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735773, lot number: unknown and product ID 9735787, lot number: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was not booting. The site pressed the power button and it would illuminate, but there were no other signs of power. It was also reported that the site was not hearing any fans on in the system. The medtronic representative (rep) called the site to get a better picture of the complaint. The site noted to the rep that the system was unable to power on, and the power button did not illuminate. The rep instructed the site to perform a hard reboot. While waiting 3 minutes, the site told the rep that they could not hear fans from within the system. The site plugged the system back into wall power and could hear faint fans (likely the uninterruptible power supply (ups). They powered on the system and for about 15 seconds, the system appeared to power on as expected. The computer fans whirred to life and the monitor came on. However, the system unexpectedly shut of 15 seconds into the boot. The monitor was completely black and no fans could be heard. The site noted that the blue led on the system power button was illuminated at this time. When pressed, the blue led stayed on, and the system did not come back on. Only when the site unplugged the system from wall power did the blue led turn off. While the site was unable to take the covers off the back of the system to due the absence of the rep, technical services (ts) and the rep agreed that there was an issue with the ups and battery based on the unexpected shut down and the unusual behavior of the power button. There was no patient involvement.